Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2021 in which the ipg pocket was relocated to resolve the pain. Therapy was resolved post-op.

Manufacturer narrative:
Date of the event is estimated.